Manufacturer narrative:
The device was returned to olympus for inspection and the customer's reported issue was confirmed. Based on the results of the investigation, it is likely the noisy image occurred due to a defective plug unit and cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited snowflakes on the image. The reported issue occurred during service and there was no patient involvement.